Event description:
Related manufacturer reference number 3006705815-2022-00257. Related manufacturer reference number 3006705815-2022-00258. Related manufacturer reference number 3006705815-2022-00267. It was reported that patient underwent surgical intervention at unknown date for unknown reason, wherein the leads and ipg were explanted.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.